Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for out of range, low right ventricular (rv) lead defibrillation impedance. Additional information obtained via follow-up reported that the rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.